Manufacturer narrative:
The subject device was not returned to olympus medical system corp.(omsc) because the facility discarded it. Since the lot number was unknown, omsc checked the manufacturing record over the past 6 months from the event date and there was nothing abnormal found. There was a comment from the doctor saying that ¿it is thought that it was caused because of the serious heat damage.¿ based on the comment from the doctor, omsc considers that there is a possibility that postoperative bleeding occurred due to the influence of the jaw or the probe tip which got highly heated just after output. The instruction manual of the device has already warned as follows; -whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿temperature of the shaft, grasping section, and probe tip during activation¿ on page 64 for details of the temperature.

Event description:
During an open total gastrectomy, the subject device was used. The procedure (on (B)(6), 2017) was completed without any problem. On (B)(6) 2017, a delayed postoperative bleeding was detected from the splenic artery, and an emergency operation was performed. No information other than the above was reported.